Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind/loud anomalies noted. No frozen screen, all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No unexpected missing segment/partial display anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had sometimes reservoir was lose when screwing in and also had motor issues and insulin pump had locked up and become non responsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump did reject new batteries and battery life decreased from first day and some area are hard to see on the insulin pump and also had no delivery and louder to rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.